Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. Ap vision software was used to reset the system error. Nevertheless, the processor board will be replaced as a preventive precautionary measure to address the system error. The archive data indicated system error 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed the functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering on, confirming the reported complaint. Ap vision software was used to reset the system error. Nevertheless, the processor board will be replaced as a preventive precautionary measure to address the system error. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the autopulse platform with sn (B)(6) , which was reported on august 08, 2017, and the processor board was replaced.

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message upon powering on. No patient involvement.